Event description:
Caller reported a cartridge alarm occurred during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer, unable to resume insulin therapy due to recurring alarms, was assisted by technical support in loading a new cartridge and informed about receiving a replacement pump with updated software. They were instructed to switch to multiple daily injections as a backup and to return the problematic pump within 10 days.